Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the original customer comment of slow boot up and download times, however, the software was reconfigured and reloaded as a preventive. Analysis did find that the keyboard hinges were broken, that the link electronic module (lem) board's electrocardiogram connector was loose ,the system fan was noisy, the lower case feet were worn and the upper hinge plate was scuffed up. All found defective parts were replaced and the lem board was also calibrated. Concomitant product: product ID 229047 software analyzer. (B)(4).

Event description:
It was reported that the programmer was very slow to boot, that it took a long time to download information to a portable disk file(pdf) and that its blue tray door was broken. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer and the radiofrequency programmer head that was originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.